Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A clot was found in aorta alongside impella device. The patient had been off heparin previously due to concerns for heparin induced thrombocytopenia [hit] and partial thromboplastin time [ptt] values had decreased. Patient was taken to operating room for impella removal and endovascular thrombectomy. It was also reported that the patient had ep consult for afib, possible cardioversion. At that time, p level decreased to p6, slowly weaning off impella support. Impella was successfully removed with septal closure device placed.